Event description:
It was reported that there was no lv (left ventricular) pacing and high threshold. X-ray confirmed lead dislodgement. The lv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 lead implanted: (B)(6) 2003; 5076-52 lead implanted: (B)(6) 2003. (B)(4).